Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was the person helping pt during the call came on later in the call and mentioned the back ins battery would go down fast. Asked event date, but they just said that it had been ongoing. They said they used to be able to tell when pt was up and around doing stuff all day the ins battery went down fast, but now the pt would be sitting watching tv all day and the ins battery would still go down fast. The patient was redirected to their healthcare provider (hcp) to further address the issue. Reviewed following up with hcp/rep to check programming should the issue continue. No symptoms/patient complications reported. Additional information received from the consumer reported that the implant was replaced. The fast depletion was resolved quickly.